Event description:
It was reported that during preparation for a percutaneous nephrolithotomy procedure, the device was fractured after one use. The case was completed with a different device without patient complications. The patient condition following procedure was stable.